Event description:
It was reported that the patient with the recently implanted subcutaneous implantable cardioverter defibrillator (sicd) and this electrode received one inappropriate shock due to oversensing of noisy signals that were present in all vectors. Technical services (ts) provided a review of stored electrograms (egm) noting very small signals and smart pass is not on due to this. Ts recommended contacting the implant facility and possibly performing x rays. The tachy therapy was turned off in the meantime. This electrode remains in service. No adverse patient effects were reported.